Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (date unknown and march 2016) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch for both of the repairs), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (a)) and points further toward the distal end of the device (testing points (b) through (d)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed the temperature at the testing points during the 300-second test period; however, there was no abnormal rise in temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed abrasion of the gear. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. The only abnormality nakanishi observed during the evaluation was abrasion of the internal parts in the visual inspection. Nakanishi did not identify the cause, but based on the finding during the evaluation, as well as many years of experience, nakanishi considers it is possible that the cause of the handpiece overheating was abnormal resistance during rotation caused by ingress of foreign material, such as abrasive powder into the bearing of handpiece cartridge. A lack of maintenance causes the debris to accumulate in the inside parts, which contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide the patient's ID and weight.

Event description:
On august 28, 2018, nakanishi received a phone call from a dealer stating that an nsk dental handpiece had overheated at a dental office. Upon receipt of the phone call, nakanishi visited the dental office for further information. The information nakanishi obtained in the conversation with the dentist is as follows: the event occurred on (B)(6) 2018. A dentist was removing an inlay from the patient's tooth using the x95 handpiece (serial no.: (B)(4)). During the procedure, the patient complained about the handpiece overheating, however there was no burn injury observed to the patient's body. After hearing the complaint, the dentist switched the handpiece to another x95 (serial no.: (B)(4)) and continued the dental procedure. After a few seconds, the patient complained about the handpiece overheating again, but the patient was not burned this time either. According to the dentist, there were no abnormalities in the handpiece observed prior to use. Nakanishi is submitting two separate mdrs for this event, because two x95 handpieces were involved. This MDR is regarding the handpiece with the serial number (B)(4).